Manufacturer narrative:
(B)(4). No code available for oral steroid prescribed and topical steroid increase. The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The surgery center reported that a laser vision correction patient was presented with diffuse lamellar keratitis (dlk) on both eyes (ou) eyes at 1 day post-operative exam. The surgery center indicated the right eye (od) was a stage 2 dlk and the left eye (os) was a stage 1 dlk. Medrol, an oral steroid was prescribed and topical steroid were increased and used to treat the dlk. The patient¿s chief complaint was that the od eye was blurry. The uncorrected visual acuity (ucva) of od was 20/30, os was 20/20.